Manufacturer narrative:
The pump was received with intermittent up button response due to light moisture damage to the keypad traces. The pump also had minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display screen is cracked and the keypad buttons are not responsive. Customer's blood glucose was unknown at the time of incident but around 130 mg/dl an hour before the call. Customer does not recall any significant events leading to the error. Troubleshooting was done for display and keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.